Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - oxford uni tib brg med sz4, item 154627, lot 2037328, therapy date - unknown, oxf anat brg rt lg size 3 PMA , item 159582, lot 1531834, therapy date - unknown. Report source, foreign - event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00854 and 3002806535-2018-00855.

Event description:
It was reported that a patient who was part of a clinical study died . To the best of the site¿s knowledge the implants remained in situ at the time of death. The cause of patient¿s death is unknown. If the site knew that the patient's death was device-related, this would be indicated in the adverse event form.